Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery during an interventional procedure. Reportedly, when the plunger was withdrawn, there was no suture present. Another proglide was used with the same results. Manual compression was used to achieve hemostasis. There were no reported adverse patient sequela. No additional information has been provided.

Manufacturer narrative:
(B)(4). The perclose proglide, part #12673-05, lot #860196h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.